Event description:
Patient was scheduled for pacemaker replacement of medtronic pacemaker model 7960ib thera dr-I. Immediatley prior to pt death witness confirms symptoms described were those that would appear if pacemaker stopped functioning. Pt died at her home.